Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the wbc (white blood cell) bath was not draining and replaced pinch valves lv14 and lv15 resolving the wbc bath overflow. Quality control samples and patient samples were rerun for verification post repair. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The wbc (white blood cell) bath of the analyzer was overflowing. The volume of the leak was less than 25 ml; the leak was not contained. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.